Event description:
Callers the cuff will not stay inflated. It was in the pt for approximately two weeks. The caller confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the manufacturing plant for investigation.